Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Ablation was successfully performed using a non-sjm cryoablation catheter and a tacticath quartz ablation catheter. Upon completion of ablation and removal of all devices, the patient became hypotensive and an ultrasound revealed a cardiac tamponade. A pericardiocentesis was performed; however, bleeding continued and the patient was transferred to surgery for repair of a cardiac perforation in the right atrial/right ventricular junction, which was area ablation was performed. The patient was stabilized and expected to make a full recovery. There were no performance issues with any sjm device.

Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. The results of the investigation confirmed that the catheter passed electrical and temperature testing with no anomalies noted. In addition, no anomalies were noted with the optical signals or the irrigation. The log files revealed no anomalies with the catheter during the procedure. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).